Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to find several "gas loss in iab circuit" and several "augmentation below limit set" reported during the same periods in the iabp¿s diagnostic error log. The fse performed a leak test, and the iabp unit passed the leak test. The fse had also refer at the user manual - "gas leak in iab" - and the helium loss had been detected due to a leak or high rate of diffusion in the intra-aortic balloon circuit (iabc). The fse had suggested that the operator try increasing the frequency of the autofills to <2hours and if the problem persists to turn off the gas loss alarm to off via the preference menu. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name in is (B)(6).

Event description:
It was reported that during use on a patient, the cardisoave intra-aortic balloon pump (iabp) was alarming "helium leak". The customer continued to use the iabp unit as they did not see a sign of the iabp unit leaking. No patient harm, serious injury or adverse event was reported.